Manufacturer narrative:
Investigation summary material #: 301746. Lot/batch #: 3357533. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub breakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while preparing to use a bd vacutainer® flashback blood collection needle, the non-patient cannula hub broke off from the rest of the device. No impact was reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while preparing to use a bd vacutainer® flashback blood collection needle, the non-patient cannula hub broke off from the rest of the device. No impact was reported.